Manufacturer narrative:
The device was returned to the vendor for recalibration without being evaluated. Therefore, no results are available and no conclusions can be drawn. A review of the manufacturing records did not detect any issues which would have contributed to this event.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check by zimmer biomet spine personnel. There are no specific surgical procedures associated with this handle.